Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced dysuria, recurrent urinary tract infections, dyspareunia, and pelvic pain. According to the physician's office, as of a post-operative visit on (B)(6), 2010, no patient complications were reported. On (B)(6) 2010, the patient reported having problems with the bladder mesh (specifics unknown). On (B)(6), 2010 at a two week post-operative visit, the patient reported having problems with the mesh (specifics unknown). On (B)(6) 2010, the patient reported pain and had problems with the bladder mesh (specifics unknown). The patient was last seen on (B)(6) 2010. All other information is unknown and unavailable.